Event description:
The md applied the fixator to treat a distal radius fracture. On 3/23/00 it was noted that one of the ball joints had "loosened." The pt sustained a loss of fracture reduction. A second surgery was performed to realign the fracture and replace the fixator.